Manufacturer narrative:
Further information about the event has been requested. A supplemental emdr will be sent when the investigation is completed.

Event description:
It was reported that a section of the picco guidewire sheared off and remained within a patient. Picco line inserted into right femoral artery. During initial and second it was impossible to pass guidewire and line became difficult to extract. Second clinician attempted to remove the line with gentle rotation. The wire was removed but on removal of the needle from the skin there was unraveled wire visible at the skin puncture site. Ultrasound and CT have confirmed part of the wire in the subcutaneous tissues and vessel. Final patient outcome is unknown. Manufacturer reference # (B)(4).